Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed displacement test and self test. Device was programmed with test mini link and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 107 value properly on display graph. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call hat the insulin pump's escape button had to be pressed two or three times for it to respond and execute and the insulin pump could not find and connect to the sensor most of the times. The customer's blood glucose level was unknown. The insulin pump will not be returned for analysis.